Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed october 1, 2013.

Manufacturer narrative:
This report is filed december 13, 2013.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in the decision to discontinue use of the device. The implanted device remains. Explant and reimplantation is planned but has not taken place at the time of this report (B)(4), 2011.